Event description:
Review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed the hi-pot test and ECG recognition test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt (B)(4) has been completed. Upon evaluation, the belt failed the hi-pot test. The cause of the test failure is a defective u723 component on the pca board inside the distribution node (dn). The cause of the defective u723 is an improper output at pins 10, 11 and 12. The root cause of the improper output cannot be positively identified. No adverse event resulted from the defective component. The last patient to use the electrode belt did not report any deficiencies.